Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "500 cc of magnesium sulfate (20 grams) had infused (4 hours 2 minutes). Pump initially set at 75ml/hr and then decreased to 50ml/hr when patient 'started not feeling well' and developed chest pain symptoms at 0604. Mag level drawn and resulted at a 6.8 level. Mag level at 9.6 at 10 am after the bolus." Adverse event or product problem of the form has product problem checked, however adverse event of product problem has life threatening and required intervention checked as outcomes attributed to adverse event. No information is provided as to what intervention was provided. There is a photo of a pcu screen to the mw that shows a rate of 50 ml/hr, a vtbi of 34.6 ml, a dose of 2 gm/hr, and a concentration of 0.04 gm/ml.

Manufacturer narrative:
The customer¿s report of a magnesium overinfusion was not confirmed. The pcu event log showed that at 10:50 pm on (B)(6) 2016 the pump module was programmed to infuse at 75ml/hr with a vtbi of 490ml . At 5:22 am on (B)(6) 2016 the infusion completed and the vtbi was changed to 20ml. At 5:41 am the infusion completed again and the vtbi was changed to 250ml. At 6:25 am the rate was changed to 50ml/hr. At 9:50 am the device was paused and powered off. Visual inspection showed the platen¿s upper post was broken off at the top hinge and was not secured to the membrane frame. Functional testing found the pump module to be delivering fluid within specification, however the breakage of the platen upper hinge post can cause intermittent unregulated flow depending on how the platen sits when the door is closed. The cause of the reported magnesium overinfusion is believed to be a broken platen post at the top hinge. The cause of the damage is unknown.

Event description:
The facility biomed reported that he tested the device and it passed rate accuracy testing, but upon inspection he found that there was breakage at the upper hinge area of the platen. When he closed the door and tested the device again he saw unregulated flow.